Manufacturer narrative:
Zimmer biomet complaint (B)(4). Reporter's email address not provided. Additional 510(k) number k011028 and k013227. Product not returned to manufacturer.

Event description:
It was reported that the hex connection of the fixture mount fractured. The mount is bundled with implant tsvwb10. It was also reported that they completed the procedure with another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation . Visual inspection of the as returned product identified some debris about the implant threads. The internal drive feature is badly damaged and rounded out at the hex. The mount is confirmed to be fractured at the hex feature. No pre-existing conditions were noted on the per. The reported product was located on tooth # 31 and replaced the same day as placement. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 1216242. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1216242) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (mount fracture) or product (tsvwb10). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: unique identifier (UDI) number: (B)(4).